Manufacturer narrative:
(B)(4) is no longer applicable upon further review. The patient code listed is now applicable to the event upon further review.

Event description:
The consumer reported it felt like muscles were "torn" where the device had been. Additional information received four days later reported no diagnostic tests had been performed yet. The feeling of the muscles being torn at the implantable neurostimulator (ins) site was not resolved.

Event description:
A healthcare professional from a clinical study reported the patient had an implantable neurostimulator (ins) end of life (eol) battery depletion. No diagnostic tests were performed. The ins was replaced (B)(6) 2015 and the event was resolved without sequelae. Additional information received via the consumer a little over a year later reported the patient had a replacement of the implantable neurostimulator (ins) due to a car accident, which had occurred (B)(6) 2015. The replacement was (B)(6) 2015. Conflicting information was provided for the reason for the ins replacement. Follow-up is being performed to clarify. The patient's indication for use was dbs-other.

Event description:
Additional information received via the consumer reported it felt like muscles were "torn" where the device had been. Information received four days later reported no diagnostic tests had been performed yet. The feeling of the muscles being torn at the implantable neurostimulator (ins) site was not resolved.

Manufacturer narrative:
Upon review of the additional information received, it was determined that device code (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that during a visit on (B)(6) 2015, the battery was reading low with a voltage of 2.17. It was also confirmed that the implantable neurostimulator (ins) was replaced due to normal battery depletion on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.